Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient ID not provided/unknown. Patient's age not provided/unknown. Patient's weight not provided/unknown. Reporter's email not provided/unknown.

Event description:
It was reported that the patient suffered from bone loss. As a result, the implant (tsv4b13) was removed. Tooth location 12.

Manufacturer narrative:
An imp,tsv,4.1mm,sbm,11.5 (item # tsv4b13) was received for investigation connected to an unreported abutment.. Visual inspection of the as returned product identified signs of wear from use in the form of residue coating a section of the implant's exterior, but no other signs of significant damage or deformation. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Pre-existing conditions were noted on the per and include the patient's reported type iii low-density bone. The reported device was located on tooth # 12 and was used for approximately 9 years. Pictures or x-ray images of the implant site were not provided to evaluate the bone loss. DHR review was completed for the subject lot number (61525502). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (lot # 61525502) for similar event and no other complaint was identified. August post market trending was reviewed and there were no negative trends or corrective actions for the reported event (bone loss) or device ((B)(4)). Therefore, based on the available information, device malfunction has not occurred and the reported event for was non-verifiable. A definitive root cause could not be identified. The following sections have been updated: date of this report, unique identifier (UDI) number, expiration date, date received by manufacturer, checked "follow-up", checked follow-up type, device evaluated by manufacturer, manufacturer date, entered evaluation codes, added manufacturer narrative.

Event description:
No further event information available at the time of this report.